Manufacturer narrative:
The physical device was returned and evaluated. In the case description, the user reports receiving a 9 u bolus uncommanded. Review of the android log files confirmed the delivery of the reported 9 u bolus. The audit log files showed that the confirm button was pressed with no carbs or blood glucose values entered to confirm the 9 u bolus. Prior to the bolus being delivered, an urgent low glucose alert and a values expired message were acknowledged. Review of the engineering log files found that the bolus button was pressed to open the bolus calculator and the calculator was open long enough for the values to expire. The message was acknowledged and the bolus was programmed and started . The logs show the total text value being adjusted to 9 though no carbs or blood glucose values were entered. The logs then show that the confirm button was pressed to bring the controller to the confirm bolus screen. The logs also showed that the bolus calculator had been disabled, meaning that only manual boluses could be programmed. The engineering logs then showed that the start button was pressed and the bolus record for the started bolus confirmed that the bolus was user adjusted from 0 u to 9 u before being confirmed and started. The engineering logs showed that the bolus calculator was entered prior to this and the user sensor value button was pressed to load a blood glucose value of 63 mg/dl into the bolus calculator, which disabled it due to the value being too low. Evidence of interaction with the controller to program, confirm, and start the reported bolus was found in the available log files, as well as additional interaction around the reported event. No evidence of an uncommanded bolus was observed in the available logs. Testing of the returned controller found no damages or abnormalities that would contribute to the reported uncommanded bolus. The controller was able to pair with a pod to deliver a bolus in manual mode and functioned properly in automated mode. No uncommanded boluses were delivered during investigation. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.2-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case reports that the device delivered a 9u insulin bolus dose that was not initiated or programmed by the user. The patient did not require medical intervention, and a replacement device was sent. The event log history was provided for the investigation. Reviewing the event log history confirmed user interaction to acknowledge an urgent low alert message prior to entering bolus parameters, confirming the dose entered from 0 to 9 units and initiating the bolus delivery. Based upon the available information a device malfunction did not occur. If new information becomes available, or the physical device associated with this report is returned, this case will be reassessed. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were experiencing low blood glucose levels of 3.5 mmol/l. When they checked the history on their personal diabetes manager (pdm) it had given an uncommanded bolus of 9 units.